Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to noise. No other electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.